Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was hospitalized and treated for hyperglycemia of 25.6 mmol/l and diabetic ketoacidosis. He was treated via perfusor. When his blood glucose stabilized he was reconnected to the infusion device and his blood glucose again elevated to 19 mmol/l. The infusion set cannula had been in use for 6-7 days. Type of infusion set is unknown. The device has been returned and investigated.

Manufacturer narrative:
Entered correct catalog number and serial number.